Event description:
On (B)(6) 2014, the patient was implanted with two gore® excluder® aaa endoprostheses (rlt311415/11768694 and plc161200/11255765) to treat an abdominal aortic aneurysm. On (B)(6) 2014, follow-up computed tomographic angiography reportedly revealed a suspected aortoenteric fistula. No infection of any kind was reported. The physician did not give any indication of the potential cause of the fistula. The patient has been referred to another facility for further evaluation.

Manufacturer narrative:
A review of the manufacturing paperwork for the devices verified that the lots met all pre-release specifications.